Event description:
Patient to get infusion of ampicillin in 100 ml ns via curlin 4000 pump. Tubing defective. Assembled incorrectly. Instead of infusing medication into pt, pump withdrew blood from pt into IV bag. Pt noticed blood in line. Turned off pump, and stopped infusion. Therapy date was (B)(6) 2012. Defective tubing assembled backwards, blood withdraw from pt into IV bag.